Event description:
Patient presented with a dislocation of right hip. Open reduction revealed a disassociated 28mm -4 v40 head and 28/50 adm liner. Replaced with 28mm -4 head and 28/50 liner.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device discarded by hospital.